Event description:
Additional information was received from the patient. They reported that they had a lot of problems with the first system and burned the battery out and didn't know it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that with and old implant they always had issues, they reported having improvement just after surgery but shortly after and since then they always had symptoms. The patient said they tried to make adjustments with not improvement. The patient said their doctor said could be the lead and they decided replace implant and lead. The patient said they changed to a different program this morning with the new implant because they had gone as far as they thought they should in making it strong. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient reported no change in baseline / never received therapy benefit.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.